Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 29 instances of moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #3 26-apr-2018 device evaluation: in q1 2018, there was 1 instance of moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 30-jan-2018 device evaluation: in q4 2017, there was 1 instance of moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 71 allegations of a malfunction, 42 pumps were returned to animas and investigated. Of the investigated pumps, 38 were found to be malfunctioning due to moisture ingress and pump case and battery compartment leaks. During investigation for unrelated complaints, there were 121 additional moisture ingress failures found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 71 malfunction events. A review of the events indicated that the one touch ping model pump experienced a moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-74 years of age and between 26 and 260 pounds. Of the reported patients, 25 were male, 46 were female.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there was 1 instance of moisture ingress failure found during investigation. This report is processed under the voluntary malfunction summary reporting program